Manufacturer narrative:
The customer did not return any product. Since no product was returned, the investigation could not be completed. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation is lay user/patient. Country of origin is (B)(6).

Event description:
The customer complained of a discrepant inr result with coaguchek meter serial number (B)(4) when compared with a laboratory result using an unknown method. The meter result was 3.2 inr and within an hour the laboratory result was 1.5 inr. The customer's therapeutic range is 2 - 3 inr. There was no allegation that an adverse event occurred. Relevant retention test strips (lot 330462) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.